Event description:
It was reported that five pcu keypads needed to be replaced.

Manufacturer narrative:
The customer reported that five pcu keypads were defective and needed to be replaced was confirmed. External and internal inspection was performed. During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection, all of the returned keypads were found with signs of fluid ingress where the flex cables meets the circuit layers. Cracks were also found on the keypad traces for four keypads. No logs were provided for evaluation. The front case keypads were connected to the cad pcu test fixture for functional testing. Testing performed on the returned keypads found various keys for two of the five keypads that were not functioning as intended. The ac indicator lights did not illuminate on three of the returned keypads and did not power on using the system ¿on¿ key. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module 15566404 service history record showed the device had a manufacture date of 05/03/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/18/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the front case assembly with keypad was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that five pcu keypads needed to be replaced.